Event description:
Consumer alleges they traveled with this portable concentrator and they advised it was not working. Consumer alleges no lights came on to indicate any error codes. Her husband just had low oxygen levels and she knew the machine was not working.